Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the patient experienced lightheaded prior to shock. Programming options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.